Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met pre-release specifications. Please note devices implanted and related to this event: pxc141300/(B) (4), pxc1000/(B) (4).

Event description:
On (B) (6) 2008, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm that measured 5.7 cm. The patient's proximal neck size measured 21 mm and the implanted devices were properly sized. On an unknown date, the patient had a computed tomography angiography that revealed a proximal type I endoleak and aneurysm growth. The aneurysm measured 6.5 cm and it was noted that the patient had moderate calcium in the proximal neck. On (B) (6) 2010, the patient was implanted with one 4010 cordis palmaz stent into the proximal portion of the gore excluder aaa endoprosthesis trunk-ipsilateral leg component to treat the proximal type I endoleak. The final angiography revealed a persistent proximal type I endoleak and the physician decided to take a wait and watch approach.